Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the device history record for sn (B)(4) was performed from 07/25/2017 to 08/06/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement.